Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the evaluation and available information, the report of severe central mitral regurgitation from leaflet restricted mobility was confirmed. The most likely cause is suture looping due to use error which caused restricted leaflet mobility leading to severe central mitral regurgitation. An edwards defect has not been confirmed.

Event description:
It was reported a momentis clinical trial and source documents that a patient implanted with a 31mm 11400m mitris resilia mitral valve was found to have severe central mitral regurgitation from leaflet restricted mobility on pod # 6. Patient underwent valve-in-valve procedure on pod# 12. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Per medical records, patient presented with cad and severe native mitral valve regurgitation due to papillary muscle rupture. The patient underwent mvr with bi-chordal preservation utilizing a 31mm 11400m mitris resilia mitral valve. Concomitantly, the patient underwent coronary artery bypass grafting x 3. Testing showed a good functioning mitral valve. Patient was placed on femoral iabp due to high edp and pa pressures. Post bypass tee showed mild mitral regurgitation central through the valve with some restriction of the leaflets. The patient was transferred to the intensive care unit in stable condition having tolerated the procedure well. On pod# 12, the patient was transferred to cath lab and underwent tmvr with a 29mm 9755rsl transcatheter valve. Patient was transferred to the recovery unit in stable condition. Patient was discharged on pod# 18. It was reported the disc was removed after tying down the valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Echo imaging impression by echo expert: severe central mr reportedly was observed on pod 6 following mitral valve replacement with a 31mm 11400m bioprosthesis. Only 2 of 3 bioprosthesis leaflets are visualized, and only 1 presumably l1 is visualized during both diastole and systole. That leaflet has an abnormal reversed s shaped curvature while opened during ventricular diastole and a grossly normal appearance while closed during systole, which is suggestive for possible suture looping. Central mr is present, but quantitation of mr is not possible without knowledge of the cfd nyquist limit at the time that the image was acquired. The finding of systolic color variance in the lv outflow tract raises the possibility of a small and/or hyperdynamic lv. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a clinical trial patient implanted with a 31mm 11400m mitral valve was found to have severe central mitral regurgitation from leaflet malfunction on pod # 6. Patient underwent valve-in-valve procedure on pod# 12. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Per medical records, patient presented with symptoms of increasing angina and was found to have severe native mitral regurgitation. Patient underwent mvr utilizing a 31mm 11400m mitral valve. Concomitantly, the patient underwent coronary artery bypass grafting x 3. Testing showed a good functioning mitral valve. Patient was placed on femoral iabp due to high edp and pa pressures. Post bypass tee showed mild mitral regurgitation central through the valve with some restriction of the leaflets. The patient was transferred to the intensive care unit in stable condition having tolerated the procedure well. On pod# 12, the patient was transferred to cath lab and underwent tmvr with a 29mm 9755rsl transcatheter valve. Patient was transferred to the recovery unit in stable condition. It was reported the disc was removed after tying down the valve.

Manufacturer narrative:
H11. Corrected h6 investigation conclusion- adverse event related to procedure. The complaint is confirmed through echo imaging provided. There is no evidence to suggest an edwards/supplier manufacturing defect. Based on the evaluation and available information, the report of severe central mitral regurgitation from leaflet restricted mobility was confirmed. The most likely cause is suture looping due to procedural factors, which caused restricted leaflet mobility, leading to severe central mitral regurgitation. An edwards defect has not been confirmed.

Manufacturer narrative:
Corrected b5 and b7.

Event description:
It was reported a momentis clinical trial and source documents that a patient implanted with a 31mm 11400m mitris resilia mitral valve was found to have severe central mitral regurgitation from leaflet restricted mobility and mild stenosis on pod # 6. Patient underwent valve-in-valve procedure on pod# 12. Tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Per medical records, patient presented with cad and severe native mitral valve regurgitation due to papillary muscle rupture. The patient underwent mvr with bi-chordal preservation utilizing a 31mm 11400m mitris resilia mitral valve. Concomitantly, the patient underwent coronary artery bypass grafting x 3. Testing showed a good functioning mitral valve. Patient was placed on femoral iabp due to high edp and pa pressures. Post bypass tee showed mild mitral regurgitation central through the valve with some restriction of the leaflets. The patient was transferred to the intensive care unit in stable condition having tolerated the procedure well. On pod# 12, the patient was transferred to cath lab and underwent tmvr with a 29mm 9755rsl transcatheter valve. Patient was transferred to the recovery unit in stable condition. Patient was discharged on pod# 18. It was reported the disc was removed after tying down the valve.